Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a (B)(4) pump. Connected the sensor to the transmitter and placed it in 100 buffered glucose test solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor the sensor functioned properly. Cannot performed bbs test as the sensor is beyond its expiration date.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor discrepancies. The customer¿s sensor glucose was reading below 40 mg/dl while their blood glucose reading was 140 mg/dl. Troubleshooting was performed. The customer stated that insulin delivery was suspended due to sensor glucose values. The suspend on low limit in the sensor setting was 70 mg/dl. The sensor will be returned for analysis.